Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time reason for reoperation: rupture; "fear of developing cancer."

Event description:
Patient representative reported pain, right side rupture, and "fear of developing cancer". Device remains implanted.